Event description:
Subsequently, at the 30-day follow-up visit, it was observed via echocardiogram that the level of regurgitation had increased to a moderate level from the mild level observed at discharge following the valve-in-valve procedure. There was no treatment or intervention, and no adverse patient effects reported.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve (B)(4) there was moderate par avalvular leak (pvl) due to an implant depth of 12mm. Another valve was implanted valve in valve with a resultant mild residual aortic insufficiency. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported moderate paravalvular leak (pvl) that required reintervention was possibly related to implant technique. Implant technique is often dependent on patient anatomy. The procedure was successfully completed with no adverse patient effects reported. Potential factors that can influence a low implant include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. Mild paravalvular leak (pvl) has minimal impact on the patient and is generally deemed acceptable. The root cause for this report could not be established from the information available. (B)(6). (B)(4).